Event description:
A report was received that the patient had difficulty charging the ipg. The patient's database was not downloaded due to the depth of the implant. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision. The revision was cancelled.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient's database was not downloaded due to the depth of the implant. The patient will undergo a revision procedure.